Event description:
It was reported by provider that the brake is no longer locking on the right motor of the 3gtq3-cg power chair. Provider hung up before any additional information could be obtained.